Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of rewind anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was not able to rewind the pump. The customer will call back because he has an appointment.